Manufacturer narrative:
The insulin pump passed the functional testing including displacement, priming, basic occlusion, occlusion and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 477 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they felt fatigue and treated themselves via bolus delivery. Customer advised they were afraid of the insulin pump and did not believe they received proper insulin. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.